Event description:
It was reported that the bd micro-fine¿ pro pen needle was unable to deliver medication. The following information was provided by the initial reporter, translated from japanese: the patients stated that the drug solution does not come out in some cases where the pen needle is not attached appropriately to the pen.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: two open 32g x 4mm pen needle samples and three photos were returned from lot. No. 1342186, cat. No. 320559. Visual examination of the returned samples was carried out and a bent non patient end of cannula was observed on one sample. Due to the condition this sample was returned no clog test could be carried out. A clog test was carried out on the second sample as per q-sop-183-dl and no issue was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that the bd micro-fine¿ pro pen needle was unable to deliver medication. The following information was provided by the initial reporter, translated from japanese: the patients stated that the drug solution does not come out in some cases where the pen needle is not attached appropriately to the pen.